Event description:
During placement an intervertebral body fusion device the trial inserter broke. In attempt to remove the trial from the disc space intra-operatively, the surgeon used a removal hook and created a minor dural tear. The surgeon used prolene and duraseal to repair the tear as a common surgical technique. Pt is asymptomatic and is reportedly doing fine. No injury was reported to have occurred. There is no plan for add'l surgery.

Manufacturer narrative:
(B)(4). Visual inspection of returned device confirms the reported event. The root cause of the material failure is unk. The resulting fracture lead to the removal of the trial and subsequent minor dural tear. Eval of the broken instrument, noted that the mating threads of the trial showed evidence of cross-threading on trial (6726908, lot tu0119). It is unk whether the cross-threading occurred upon attachment during this case or prior to this case. Inspection of the broken threaded tip and the broken shaft of the trial inserter (7000039) suggests that excessive torsional load was applied to the inserter. Actual breakage occurred during slap-hammer removal. Based on the physical evidence and reported info, the shaft of the trial inserter cross-threaded the trial and excessive torque was used to force attachment. Further stressed from the slap-hammer distraction forces contributed to the failure of the device. Device failure may have been related to user handling. Review of labeling notes: warnings cautions and precautions "...potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."